Event description:
It was reported that the patient was scheduled for a pump replacement secondary to end of life. During the surgery, a leak in the catheter was observed. It was stated that there was a break/cut. The catheter was then replaced. The patient resolved without sequela. The pump was used to deliver dilaudid, clonidine, bupivacaine, and baclofen.

Event description:
Additional information was received from a healthcare provider (hcp) via the clinical study. The etiology was reported as "entire catheter, lot number: n169388006."

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type catheter. (B)(4).